Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.then maintain complaint files in accordance with 21cfr part 803.18.

Event description:
It was reported by the customer that for lower doses, the syringes within the allergist tray are causing the medication to spit out before administrating all of it into the patient's arm.it was also reported that the needle is difficult to penetrate the skin, resulting painful shots.no information was received regarding any serious injury as a result of this report.